Event description:
It was reported that smartstitch perfect passer connector has fallen apart when used in the joint. There was no significant delay and a backup device was available. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned for evaluation. Consequently, a relationship between the product and reported incident cannot be established. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. Excessive force applied to the device can result in device failure or damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.